Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is partially separated at the collar and the ptfe is still holding the two ends together. There are multiple kinks along the hypotube. There are multiple flat spots along the distal shaft. Microscopic inspection revealed no additional damages. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 22nov2019. It was reported that the device could not cross the lesion. The target lesion was located in the middle of the right coronary artery. A catheter-guide extension was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that there was partial separation at the collar.